Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single site cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to replicate and confirm the customer reported complaint ¿instrument had a warped shaft and was unable to remove from cannula¿. The single site cadiere forceps instrument was analyzed, and failure analysis found the primary failure of torn heat shrink to be related to the customer-reported complaint. The instrument was found to have the heat shrink torn towards the distal end of the shaft, likely making it difficult to remove the instrument. There was no material missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a cadiere forceps instrument had a warped shaft. The customer was unable to remove it from cannula. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim against the product by the customer noting the cadiere forceps instrument had a warped shaft and was unable to remove from cannula, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been returned. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is being classified as a reportable event due to the following conclusion: the cadiere forceps instrument could not be removed from the cannula due to a bent shaft. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.